Event description:
Upon removing the product from the outback package, holes were found in the sterile pack of the inner package. The product was not clinically used. The product will be returned.

Manufacturer narrative:
This product has been received; however, analysis has not begun. Addtional information will be provided within 30 days of receipt.